Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and the defib conductor was distorted. The inner tubing was kinked/buckled and there was apparent implant damage. There was blood in/on the helix mechanism and sleeve head.

Event description:
It was reported that during the implant attempt the proximal coil appeared to be separated at the edge. It was apparent that damage occurred during implant. The lead was removed and replaced. No patient complications were reported as a result of this event.